Manufacturer narrative:
The field service engineer (fse) found that the issue was caused by a reaction cell carryover. He found a leak around the rinse nozzle. He checked the gear pump and did not find any issues. He replaced the reaction cell and lamp, checked and cleaned the rinse station and rinse nozzle. He also replaced the rinse tubing. Calibrations and qcs were performed with acceptable results. A calcium precision check was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample tested on a cobas 8000 c 702 module. The initial result was reported to the physician who questioned the result because it was different from the previous result. The sample was rerun on a second c 702 module and the same module. The initial result from the first c 702 module at an unknown time was 6.48 mg/dl. The repeat result from the second c 702 module at 9:36 am was 9.28 mg/dl. This result was reported outside of the laboratory. The repeat result from the first module at 10:51 am was 9.45 mg/dl. The reagent lot number is 55374001 with an expiration date of 30-sep-2022.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.